Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device will not turn on or off. The fuse does not have continuity, this is the second fuse to go bad in this lvp in the month of december. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device will not turn on or off. The fuse does not have continuity, this is the second fuse to go bad in this lvp in the month of (B)(6). No additional information was provided. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn which confirmed/did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 05/24/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure, (B)(4) for blown fuse which does correlate to the customer reported issue.

Event description:
It was reported that the device will not turn on or off. The fuse does not have continuity, this is the second fuse to go bad in this lvp in the month of december. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced f1,c3 on motor controller board assy for no power. Replaced right side iui connector assy was damaged.. A review of the device history record showed the device had a manufacture date of 05/24/2019. The review was performed from the date of manufacture 05/24/2019 to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was involved in a production failure, q6 200290182 for blown fuse which does not correlate to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the motor control board - component failure. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.